Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection causing acute paralysis. Moreover, discomfort and pain were also reported. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection causing acute paralysis. Moreover, discomfort and pain were also reported. There were no additional adverse patient effects reported. The rv lead was explanted.